Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which a leak was confirmed from beneath the large blue cap. During shipping and handling, buffer solution was able to leak from beneath the cap. All shunt sensors are leak tested in-process; however, the large blue cap is added and torqued onto the housing after the leak testing is completed. An additional sample size of finished product is leak tested during final product integrity release testing. It is likely that the threads of the large blue cap, or housing where the cap is connected, were damaged post in-process leak testing, causing the parts to not have a tight fit and allowing a leak. How or when this damage was caused was not able to be determined. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, upon removing the shunt sensor from the packaging, the unit was wet with buffer solution. This event was initially determined to be non-reportable on may 22, 2017. After receipt and evaluation of the actual sample, it was discovered that the shunt sensor leaked at the large blue cap which caused the reported buffer leak. This evaluation discovery was found on (B)(6) 2017. No patient involvement as this occurred out of box.. Product was changed out. Surgery was successfully completed.